Event description:
During a trochanteric femoral nailing, the surgeon was impacting helical blade and the fracture distracted. Surgeon used the nail to compress the fracture with some loss of alignment. Surgeon completed the procedure with no adverse effects to the patient.

Manufacturer narrative:
Additional information has been requested. Subject device was not explanted. Synthes is unable to provide the manufacturer or the date of manufacture without a returned device or lot number. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number provided.